Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the pump black box data showed an unusual fluctuation of the voltage on (B)(6)2017 resulting in a low battery warning. No damage was found to the returned battery cap or battery compartment. Corrosion was observed in the battery compartment. The returned battery cap fully tightened to the pump and powered it on. During investigation, the pump current draws measured within specifications. A leak test was performed and no leaks were found. The pump case was opened and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power (battery life ) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.